Event description:
It was reported via repair work order that the base would not lock into the fastener. This was reported in error. There was no issue with this unit not locking into the fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported via repair work order that the base would not lock into the fastener. This was reported in error. There was no issue with this unit not locking into the fastener.

Event description:
It was reported via repair work order that the base would not lock into the fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.